Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low and high glucose alarms did not trigger and as a result, he experienced hypoglycemia with symptoms described as sweating and "could not stand" and required treatment of oral glucose by a third-party. There was no report of death or permanent injury associated with this event.